Event description:
A customer reported obtaining an imprecise sequential readings (468 and 220 mg/dl) on their freestyle freedom meter. When plotted on a parkes error grid, the results fall in the 'b' zone, results in this zone are not deemed clinically significant. However, the customer reported self injected with 10 units of humalog insulin based on the meter readings obtained which led to a result of developing hypoglycemia and lost consciousness for approx three hrs. The reading obtained at the time of event was 28 mg/dl. The customer did not report any third party medical intervention or diagnosis.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range spec and no errors were observed during control solution testing.